Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 mg/dl and a no delivery alarm. The customer indicated that the insulin was not going into the tubing. Customer also indicated that to resolve the issue, they have changed out the infusion site. Customer declined high blood glucose troubleshooting and to further troubleshoot the no delivery alarm, as customer indicated that issues were resolved. No further details given.